Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2015, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that in (B)(6) 2019, she started experiencing a low of bladder infections and a few months ago, she found out her leads were "blocking out" on her. The caller believes she is getting these bladder infection because her leads are not functioning properly. The caller mentioned that her leads have "blocked out" on her a couple of times and the healthcare professional has had to reprogram the device to use the leads that were not blocked. The caller stated that she has 2-3 blocked; patient services believes she is referring to her electrodes but the caller could not confirm. The caller stated she has gotten 2 opinions (urologist and gyno; managing healthcare professional) and the urologist is nervous about the device and wanted it replaced while her managing healthcare professional said everything is ok and did not want to replace it. Her managing healthcare professional does not want to replace it because the ins battery/longevity is good. The caller mentioned that she used to work with a manufacturer representative (rep) in the past but a while ago, her healthcare professional said that they no longer have reps come to the office; the caller did not make a rep aware of this issue. The caller mentioned she used to have this rep as her "right hand man" and would consult with him whenever she had a problem. The caller would not elaborate on this nor provide any additional information on if/what the problems were. The caller stated that she does not know what to do or which doctor to believe and is nervous something bad can happen to her body if there is actually something wrong with the lead; patient services reviewed the information. The caller said she has an appointment in a couple of weeks and that the healthcare professional has not done an x-ray. The patient also mentioned that she told her family healthcare professional about this and she is also worried about the device because she has a colonization of bacteria from her bladder infection lab. No further patient complications are anticipated or expected as a result of this event.